Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown drug via an implanted pump. The indication for use was non-malignant pain and failed back surgery syndrome. It was reported the patient's pump has been empty and alarming for 10 years. It was noted 6 months ago the alarm started to beep constantly instead of once an hour. It was noted the sound was consistent with sm alarms. The patient would like the alarm disabled but was having an hard time finding an hcp that will do it. Patient services provided the patient with hcp listings and checking with the local area rep for names. Also suggested the patient contact their hcp to disable the alarm on the pump. There were no symptoms reported. Additional information received from a consumer reported the cause of the pump alarm was the pump being empty. The reason for the different beep sequence was unknown. The patient was trying to find a provider to either remove the pump or at least disable the alarm. The issue was not resolved at this time. The patient's weight was (B)(6) lbs.